Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt is no longer receiving stimulation. She is also having difficulty charging the ipg. A new charger was sent to the pt, but did not resolve the issue. Attempts to gather add'l info were unsuccessful. No further info is available at this time.